Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was replaced.

Event description:
The hospital reported that, during a case, the bag/vent switch was not functioning as expected. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.